Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the patient¿s programming history it was observed that a faulted diagnostics test occurred on (B)(6) 2010 that changed the patient's programmed settings. The settings were not changed back until the next visit on (B)(6) 2010, during which the patient was interrogated at output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0ma/magnet pulse width=250usec/magnet on time=30sec, and settings were programmed back to output=0.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=0.75ma/magnet pulse width=250usec/magnet on time=30sec.